Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a female patient (age unknown), the attending doctor suffered an unintended electrical shock. Complainant did not indicate that there was any adverse effect to the patient or the attending doctor due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaulation. In correspondance with the customer, it was recognized that ultrasound gel should have not been used in defibrillation. It appears the user was in contact with the patient by way of the ultrasound gel, but no clinical files or strips were supplied to firmly establish. The r series operator's guide states for all personnel to stand clear of the patient prior to defibrillation discharge. The text from the operator's guide says, "warning! Warn all persons in attendance of the patient to stand clear prior to defibrillator discharge. Do not touch the bed, patient, or any equipment connected to the patient during defibrillation. A severe shock can result. Do not allow exposed portions of the patient's body to come into contact with metal objects, such as a bed frame, as unwanted pathways for defibrillation current may result", also "to avoid risk of electrical shock, do not allow electrolyte gel to accumulate on hands or paddle handles." If conductive gel is not properly cleaned off the operator's hands at the time of defibrillation, an unintended electrical shock can occur. When using gel to deliver therapy, zoll recommends only using gels designed for defibrillation. Analysis of reports of this type has not identified an increase in trend.